Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 1 was not confirmed due to a lack of sample. Per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during a dwell cycle. The patient stated that a supply bag fell and disconnected. Gts explained the error indicated a large amount of air had entered into the disposable set. Gts then had the patient cycle power to the "press go to start" prompt. The patient elected to start over with new supplies. Product surveillance contacted the patient who explained that he was new to luer-locks and did not have the line twisted tight enough on the bag. The patient verified there were no defects with the supplies. The patient stated he was doing fine and continued therapy without any issues. No injury or medical intervention was reported.